Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7173619, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI): (B)(4). Additional suspect medical device components involved in the event: model number/catalog number: sc-4318, serial number: n/a, batch/lot number: 37398178, model/catalog description: clik x anchor sterile kit, unique identifier (UDI): (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent a revision procedure due to lead migration. The leads were replaced. The patient was stable following the operation and reported to be doing well. The facility has indicated that the leads will not be returned for further analysis.